Manufacturer narrative:
Upon visual inspection it appears that a thermal event occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occured in the lower battery pack between the cells and printed circuit board. There was a blackening on the top of the lower battery pack and its printed circuit board (pcb). Cells 2 and 3 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally there was a slight melting of the handset plastic enclosure. This concludes our investigation. A recall is ongoing. Reference (B)(4).

Event description:
It was reported the handset was smoking when battery was on the cradle at the time. Handset had been on the cradle from the previous day. The handset has burn marks and liquid coming out of the handset. There was no report of injuries, patient or user involvement.